Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and bubble tested. The complaint is confirmed. The root cause is unknown, but is suspected to be related to the inspection process at the distributor's facility. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.

Event description:
The distributor alleged a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.